Event description:
Vapr system was used for arthroscopic surgery. It was noted during surgery that the suction had not been set up correctly causing the heated fluid to pool and cause the burn. There was not a continuous flow of irrigant. Equipment was unrecoverable and had already been thrown away or cleaned. Patient complained of burning sensation on neck in post anesthesia care unit. A 6 x 3 inch area was noted with two blisters anterior to neck. Iodoform and gauze dressing applied. Family instructed to continue silvadene and gauze dressing after discharge for ambulatory surgery.